Event description:
It is reported that an error occurred in communication between zimmer and the hospital (the hospital quoted the incorrect size of screw and so received inappropriate instrumentation), resulting in the incorrect instrumentation available for the removal of an unknown zimmer screw. There is no suggestion that there is any fault with the screw or the instrumentation or the screw. The surgeon had to wake the patient up and he will attempt to conduct the procedure again at a later date.

Manufacturer narrative:
Evaluation summary: according to the field complaint, there was logistical error in ordering/receiving the correct herbert whipple instrument set. As a result of this error, the correct mating screwdriver for removal of a 2.5mm mini herbert whipple bone screw was not available. This is not a design related issue. There have been no complaints issued within the past 12 months of improper mating of drivers to herbert whipple bone screws. Results: no product was returned for review. The part or lot numbers were not provided for a review of the manufacturing records. There does not appear to be an alleged deficiency in the instrumentation, rather the wrong instrument set was used to remove the 2.5mm mini herbert whipple bone screw. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. The following actions have been completed or are in action in order to correct and prevent recurrence: a letter has been sent to the surgeon explaining the issue and requesting the involvement of the sales rep when the case is rescheduled. Product literature/brochures has been provided to the clinical staff involved with ordering the instrumentation to help prevent a recurrence. The exact details of the screw have been requested in writing (by email) from the clinical staff to ensure that communication is clear when the case is rescheduled. A CAPA has been opened to address communication issues between the sales representative, the hospital, and customer service.